Event description:
On (B)(6) 2011, this patient underwent endovascular repair of an abdominal aortic aneurysm using a gore excluder aaa endoprosthesis featuring c3 deployment system. After deploying the trunk-ipsilateral leg component, cannulation of the contralateral gate was not possible. The contralateral gate was kinked and compressed between the trunk-ipsilateral leg component main body and the aortic wall. The physician reconstrained the device and rotated the device to the right side and attempted cannulation. This was unsuccessful. The physician then reconstrained the device and rotated the device to the left side and attempted cannulation. This also was unsuccessful. The patient decided to attempt cannulation using a cross-over technique. He attempted to fully deploy the trunk-ipsilateral leg component; however the primary deployment mechanism failed. The backup mechanism was utilized and the device was fully deployed successfully. Cannulation of the contralateral gate was not achieved using the cross-over technique. The physician decided to perform an aorto-uni-iliac procedure with an endurant prosthesis deployed into the trunk-ipsilateral leg component. Additional bypass from the right to the left external iliac artery was also performed. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis featuring c3 deployment system sizing guide, aortic neck diameter compatible for use with a 31mm device is 27-29mm. As reported, the aortic neck diameter both proximal and distal was reported to be 16-17mm. The instructions for use also state that key anatomic elements that may affect successful exclusion of the aneurysm include significant thrombus and/or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. The us clinical studies quantify significant thrombus as thrombus greater than or equal to 2 mm in thickness and/or greater than or equal to 25 percent of the vessel circumference in the intended seal zone of the aortic neck.